Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead polarity switch on the right ventricular (rv) lead. There was a warning on the rv lead for low impedance. Episodes on the electrogram showed noise and non-physiologic intervals. It was further reported that there was also noise noted on the right atrial (ra) lead. Both the rv and ra lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.